Event description:
Software upgrade - 4.0 - to maquet servo-I ventilator causes the volume, tone, and length of sound from critical alarms to be altered and go unrecognized. The alarm "enhancement" causes alarm conditions to go unrecognized by clinicians due to the softness of the tone, the shortened length of tone, and change in the alarm tone itself. In addition, not all maquet servo-I ventilators, when upgraded to the 4.0 software, change to the new alarm "enhancement", causing alike maquet servo-I ventilators to have different alarm sounds for the same alarm condition.